Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor was not paired to the ilet, the second sensor read low compared with a capillary blood glucose of 150 mg/dl, then the sensor failed as indicated in ilet history and the user¿s glucose subsequently rose to 400 mg/dl while disconnected and on backup therapy. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery and reliance on backup therapy with fast-acting insulin and basal insulin. Investigation included customer support troubleshooting to confirm sensor connection status, review of ilet device history, and guidance on reconnecting with a new sensor or the dexcom g7 app. Investigation of this case revealed a failed cgm sensor leading to loss of cgm input to the ilet, which resulted in hyperglycemia while the user managed therapy manually. It was concluded, based on previously established findings for similar reports, that the cause was unclear.